Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath catheter. On (B)(6) 2025 sometimes post procedure, the catheter extension hub allegedly had kink. It was further reported that flow is getting compromised. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided for review and one 19cm glidepath d/l catheter was returned for evaluation. The photo shows the partial view of the glidepath catheter implanted into the patient's body. A slight constriction on the red luer can be noted. The photo shows a partial view of the catheter implanted into the patient's body. A twisting of the catheter blue extension leg can be noted. However, the constriction and twisting might be due to the clamping on the extension legs. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter felt normally elastic when it was gently pulled and stretched. No evidence indicating loose fitting was noted near the tissue cuff. The disengaged clamps were moved from position for further evaluation; no anomalies were noted throughout both extension legs. Therefore, the investigation is unconfirmed for the reported extension legs deformation and restricted flow rate issues as no anomalies were identified from the sample analysis. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath catheter. On (B)(6) 2025 sometime post procedure, the catheter extension hub allegedly had kink. It was further reported that flow is getting compromised. There was no reported patient injury.